Event description:
During field service installation of the device, the user reported two flash cards failed and displayed a "fault 5" error message. No other details regarding the nature of the event were provided. Since this event occurred during field service installation, there was no pt involvement during this event.